Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time..

Manufacturer narrative:
It was reported that the patient underwent mesh explant on (B)(6) 2013 by dr. (B)(6).

Event description:
Details: it was reported that the patient underwent mesh explant on (B)(6) 2013 by dr. (B)(6).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported, the patient underwent mesh implantation to treat pelvic organ prolapse, cystocele and rectocele concurrently with a hysterectomy. After implantation the patient experienced pain, erosion, extrusion, bleeding, vaginal scarring and neuromuscular, urinary and bowel problems. (B)(4).